Event description:
It was reported that the lead exhibited noise. The pace/sense portion of the lead was capped and a new lead implanted. The defib portion of the lead remains implanted and functioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.